Event description:
This report is based on information provided by philips remote service personnel and is being investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting a blower temp high error on a v60 ventilator. The device was reported in clinical use. There was no patient harm. A philips remote service engineer (rse) reported customer biomed confirmed a 1122 diagnostic code in the v60 significant event log (blower temperature high). Customer confirmed the air inlet filter was very dirty and required replacement. Investigation ongoing.

Manufacturer narrative:
H10: customer biomed confirmed the air inlet filter was very dirty and required replacement. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.